Manufacturer narrative:
Manufacturing investigation evaluation: the products were returned in a packaging different from the original packaging. The laser markings were readable. The blade showed deformations in the region of the tip with several abrasions at different locations. The nail shows strong deformations in the edges of the citrus hole. All dimensions relevant for the function of the product were measured and found to fulfill the specifications. A functional test was carried out with a passing result. The blade is both mountable and demountable, in accordance with specifications. An investigation of the fit between the blade and the nail was also tested and fulfilled the requirement. The raw material certificates were checked with no issues identified. Based on this information, the complaint is rated as not confirmed and not valid from the point of view of the manufacturing site. No manufacturing related issues were identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight is unknown. Date of event: unknown. Additional product code: hwc. (B)(4). Exact date of implant is unknown and was reported as (B)(6)2016. (B)(6). (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: december 22, 2014. Expiry date: december 01, 2024. Article was sterilized by supplier (B)(4). No deviation nor any non-conformance reports were marked in the device history record. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2016 due to patient pain and japan proximal femoral nail antirotation (pfna) blade "cut out." During the revision surgery, the unknown pfna system was removed and the patient was converted to a total hip arthroplasty. The initial surgery took place on an unknown date in (B)(6) 2016. The patient fell on an unknown date in (B)(6) 2016 and experienced pain around the hip joint. X-rays taken on (B)(6) 2016 revealed that the pfna blade had migrated and perforated the femoral head. When the devices were returned to the manufacturer, it was noted that the hole in the nail was damaged. Concomitant devices: end cap (part 473.170s, lot 9303473, quantity 1); bolt (part 459.360vs, lot 5933808, quantity 1). This is report 2 of 2 for (B)(4).